Event description:
On (B)(6) 2015, the reporter contacted animas alleging treatment at a hospital for a blood glucose of 600 mg/dl with large ketones, vomiting, and thirst. The pump was reviewed with the reporter related to the event and the reporter indicated that the basal history matched the active programmed basal rates but the basal delivery total was not correctly reflected in the total daily dose. Troubleshooting was unable to find a cause for the variation in delivery totals. This report is made based on the allegation that the patient was treated by a health care provider for hyperglycemia associated with an alleged inaccurate delivery and a discrepancy in the pump¿s insulin delivery history.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 07/09/2015 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. The pump was exercised for 24 hours at 2 units per hour and confirmed at the end of testing, the pump reflected 48 units delivered; no errors, alarms, or warnings occurred during testing. A delivery accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.